Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited a paravalvular leak after approximately 4 years of service. The device exhibited the paravalvular leak for approximately 1 year. The device was explanted and replaced with a mechanical valve, with no reported complication. The exact implant duration is not known.

Manufacturer narrative:
Evaluation: device history reviewed. Device history review found the product med specifications when released for distribution. All leaflets are in the closed position with small gaps between the right and non-coronary cusp lunulae and between the left and right cusp lunulae adjacent to the corresponding coaptive ridges. All leaflets are slightly stiff but flexible and intact. Radiography shows a remnant of mineralization in the left right commissure. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Reduced performance of the device occurred and is likely related to the event. The product exhibited gaps along the coaptive ridges of the valve. The device was explanted and replaced without reported patient complication.